Manufacturer narrative:
G2: hong kong medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was inflammation in the surgical site of the implant (buttock) and guidance on managing/handling it was requested. It was asked if explantation was the only option if the inflammation was worse. Additional information was received reporting that it was related to a specific patient but the overall condition was still under observation and that they would discuss it with the doctors. Additional information was received from a manufacturer representative (rep). The cause of the inflammation at the implant site was not yet determined, it was still under observation, and was not yet resolved. Additional information was received from the rep reporting that the cause of the inflammation at the implant site should be common infection. Patient was taking antibiotics now and so far, was okay.